Event description:
Inability to flush port. Cxr revealed that port tubing detached from the hub of the port and localized to the main pulmonary artery. Patient was taken to interventional radiology in 2008 to retrieve the catheter from the pulmonary artery. Patient is to have the port replaced.